Manufacturer narrative:
The fse evaluated, the device on site. It was determined, that due, to the user error. The test load was not attached, during the defib/pacing tests. Therefore, the device failed the functional test. The device was confirmed, to be operating, per specifications. And no failure was identified. The investigation concludes, that no further action is required at this time.

Event description:
This report is based on information provided by philips (fse) and has been investigated by the philips complaint handling team. Philips received a complaint on the mrx device indicating the pacing test failure. There was reportedly no patient involvement. The fse evaluated the device on site. It was determined that the nbp(non-invasive blood pressure) and co2 calibrations are required, the calibrations have been completed, performed functional tests and the device was returned to full functionality. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and results of additional analysis, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The fse performed nbp and co2 calibrations to resolve the issue. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.